Manufacturer narrative:
The pump was returned to co for evaluation. Evaluation has not yet been completed.

Event description:
The patient was hospitalized for elevated blood glucose levels, dka, and possible appendicitis. The patient's mother also reported that the pump had emitted no prime warnings over the last several weeks.